Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 523, 300 to 500 mg/dl. The customer did experienced the symptoms such as positive results in ketones test, abdominal pain, grumpy. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap was appeared normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.